Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple auto-off alarms. The customer's blood glucose levels (bg) was impacted 580 mg/dl and had administered manual injections to address bg level. During troubleshooting with tandem technical support, it was identified that the pump declared an auto-off alarm, however the customer had interacted with the pump. It was indicated that the customer would use manual injections as an alternate insulin therapy.